Event description:
It was reported while using bd ultra-fine¿ insulin syringe 6mm one syringe was found without markings and one had foreign matter all over the needle before use. The following information was provided by the initial reporter: material no: 324908, batch no: 1095235. Verbatim: consumer reported foreign material on the outside of tip of needle. Consumer reported it looks like "glue or melted plastic" that covers approximately half of needle. Consumer also reported 1 syringe from box was missing scaling on syringe barrel. Product sample(s) being returned are only for foreign material complaint; consumer disposed of syringe that has scaling error. Catalog: 324908, lot: 1095235.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-feb-16. H6: investigation summary: customer returned a single syringe in a polybag for 1ml, 31 gauge, 6mm syringes from lot 1095235. The needle features a thick strand of translucent material at the base of the needle roughly 1-2mm long. The rest of the syringe is in good condition. The graduation markings on the syringe are all present and legible. A review of the device history record was completed for batch# 1095235. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for scratched print. Based on the sample received, bd was able to confirm the customer¿s indicated failure of foreign matter on the needle. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of scale markings missing. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe 6mm one syringe was found without markings and one had foreign matter all over the needle before use. The following information was provided by the initial reporter: material no: 324908, batch no: 1095235. Verbatim: consumer reported foreign material on the outside of tip of needle. Consumer reported it looks like "glue or melted plastic" that covers approximately half of needle. Consumer also reported 1 syringe from box was missing scaling on syringe barrel. Product sample(s) being returned are only for foreign material complaint; consumer disposed of syringe that has scaling error. Catalog: 324908. Lot: 1095235.